Manufacturer narrative:
This MDR is related to MDR # 3011632150-2022-00005. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion / bypass is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This MDR is related to MDR #3011632150-2022-00005. There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the (B)(6)study on (B)(6) 2021. The subject was implanted with two biomimics 3d stents in the sfa ostial to proximal popliteal artery in the left leg. The site reported an occlusion with a date of onset (B)(6) 2021. The occlusion was reported as related to a worsening pre-existing condition and not related to the device or procedure. On (B)(6) 2021 the occlusion of the sfa proximal third to proximal popliteal artery of the left leg was treated with a graft/bypass as multiple attempts to cross the occlusion were not successful. The event is resolved and the patient has recovered. The device remains implanted.